Event description:
It was reported that during a carotid artery stenting treatment procedure, the patient suffered a left hemispheric stroke. At the conclusion of the index procedure, following removal of the filterwire and the sheath, the patient developed aphasia, difficulty speaking and right-sided weakness and a right facial drop. Considering the subject condition, a decision was made to re-visualize the stented area to assure stent patency and determine if there was proximal occlusion. Neither were present and there were no embolus and the distal carotid appeared normal. The middle cerebral artery and anterior cerebral artery were open on the left side, and there was no obvious abnormalities. Following the neurologic evaluation, a CT (computerized tomography) of the brain compared to a study in 2009, showed atrophy with mild chronic small vessel ischemic changes, and no evidence of mass or findings to suggest acute infarction. The patient was taken to the intensive care unit (ICU) for monitoring. A CT scan of the brain without contrast 1 day post-index procedure showed: interval subtle changes within the left insular cortex, posterior frontal and parietal lobe raise the possibility of acute ischemia; and no evidence of hemorrhage. Three days post-index procedure, non-contrast CT of the brain CT showed no significant interval change compared to the CT scan completed 2 days earlier. "Persistent cortical edema involving left posterior frontal and parietal lobes suggestive of ischemia. MRI (magnetic resonance imaging) was recommended if clinically feasible. The patient was seen for physical and occupational therapy during his stay in the ICU. Nine days post-index procedure, the patient was discharged, and is scheduled for a carotid ultrasound and subsequent follow-up with primary care physician. "The event is unresolved."